Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in israel that during an unknown arthroscopic procedure on an unknown date, it was observed that the suction on the vapr tripolar90 suction electrode device was not working. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated in juarez laboratory. Visual inspection revealed that the electrode tip shows signs of activation and some marks on the ceramic. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. When performing the functional test, the electrode was connected to the vapr vue test generator with the buttons, the ablation function was activated for 1 minute, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. The suction testing, the electrode was sent to the manufacturer for further evaluation. The visual inspection of the device was performed, as a result, the device was not returned in the original packaging, the active tip is in a used condition debris in and around the active tip, no visible damage to the device and procedural residue visible in suction tube. The electrode passed all the electrical test and during the functional test, it was found that the flow failed. A DHR review has been performed for lot u2202022; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and product risk analysis no containment action related to the individual complaint is recommended. From our investigation we were able to confirm the customer report that the electrode suction was not working with the returned device. The device was found to fail flow specifications due to a build-up of tissue debris within the suction path at the distal end of the device which could not be removed during the investigation. There were signs of tissue debris within the clear suction tube, this would indicate the suction was working at the beginning of the procedure and the blockage is tissue related. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.